Event description:
A report was received that the patient underwent a pocket revision due to uncomfortable pocket site location. The physician relocated the ipg and added two lead extensions. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent a pocket revision due to uncomfortable pocket site location. The physician relocated the ipg and added two lead extensions. The patient is reportedly doing well following the procedure.